Event description:
It was reported the programmer powered off after being turned on, and it would not turn back on. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer would not power up, and the power supply had a burnt, electrical smell. A system error was also found in the programmer log. The left keyboard hinge was broken, and the hinge plate had three loose screws.